Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, the weight. The device within specification, flat creases, and wear abrasion. After autoclave cycle were observed, cloudy color in the gel and voids. Based on the device analysis, the final assessment is: no issues found related with the manufacturing process.

Event description:
Healthcare professional reported, left side "fibrous capsule. With foam cell collection and foreign body reaction". The device has been explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: granuloma.

Event description:
Healthcare professional reported left side "fibrous capsule with foam cell collection and foreign body reaction". The device has been explanted.